Manufacturer narrative:
Medwatch field h6 coding has been updated. The meter with unknown serial number was not submitted for investigation.

Manufacturer narrative:
Medwatch fields d9 updated. The customer¿s returned meter was tested with retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 43 mg/dl, 43 mg/dl, and 44 mg/dl. Level 2: 300 mg/dl, 297 mg/dl, and 301 mg/dl. All returned results are within the acceptable range. There is observable evidence of control solution contamination around the meter strip port. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received discrepant glucose results for a patient tested with two accu-chek inform ii meters (serial number (B)(6) and an unknown serial number). At 12:22 p.m., a sample from the patient was tested using meter serial number (B)(6) with test strip lot 671702 (expiration = 30-nov-2026), resulting in a glucose value of 17 mg/dl. At 12:24 p.m., a sample from the patient was tested using meter serial number (B)(6) with test strip lot 671702, resulting in a glucose value of 14 mg/dl. At an unknown time within 15 minutes of the other measurements, a sample from the patient was tested on the meter with an unknown serial number and unknown test strip lot, resulting in a glucose value of 89 mg/dl.

Manufacturer narrative:
The customer declined to provide the meter or test strips for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.